Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced uncomfortable stimulation and as a result, turned off stimulation. X-ray images indicated lead migration. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the reported lead was repositioned. Stimulation was restored and the patient no longer felt the tingling sensation.